Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 20302173.

Event description:
It was reported that the patients lead had migrated. It was noted that patient no longer received adequate stimulation. The patient underwent a full spinal cord stimulator replacement and patient was doing well postoperatively. The explanted device will not be returned as per hospital policy.